Manufacturer narrative:
The endoscope referenced in this report was returned to olympus for investigation, but not the single-use non-olympus cleaning brush and tip, as it was disposed of after the procedure. The biopsy and suction channels of the endoscope were examined with an ultra-thin fiberscope and there were no obstructions found. However, there was evidence of scrape marks on the biopsy channel wall near the distal end of the endoscope. The cause of the user's experience cannot be conclusively determined, but user handling and/or reprocessing methods cannot be ruled out as contributing factors. An olympus endoscope support specialist has been dispatched to the user facility to conduct an in-service training for the hospital staff on proper reprocessing procedures. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic upper endoscopy, the distal tip of a single-use non-olympus cleaning brush dislodged from one of the endoscope channels into the patient's duodenum. The cleaning brush tip was snared with the use of an endoloop and was withdrawn from the patient along with the endoscope. The endoscope was subsequently reinserted into the patient and the procedure was completed with the same device. There was no patient injury or complications reported.